Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but the specific value was unknown. The cause of low bg was unknown. The customer received third party assistance from paramedics, but they did not provide how the paramedics addressed the low bg level. This event did not cause an injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.